Manufacturer narrative:
Additional information: h4 - device mfg date: updated from 6/20/23 to 03/23/23. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues have been observed on sensor patch. Data was downloaded successfully. The sensor was found to be in sensor state 8 (indicating error termination) and with a brownout error internally logged (event 130 with extended code 129). An extended investigation was conducted. Performed a visual inspection on the returned puck and no abnormalities or signs of misuse was observed. Liquid ingress on pcba is capable of causing a temporary loss of power that causes a brownout event. It was determined that the returned puck experienced a brownout due to liquid ingress, therefore, this issue is confirmed. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿replace sensor¿ error message was reported with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring third party administration of an insulin injection (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿replace sensor¿ error message was reported with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring third party administration of an insulin injection (dose/type unknown). There was no report of death or permanent impairment associated with this event.